Event description:
It was reported that a balloon rupture occurred. The target lesion was located int he superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure. It was further reported that the calcification was severe.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located int he superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.